Event description:
It was reported the patient's blood glucose level rose to >500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the site was a little red.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Corrosion was observed on the pcb and the battery stack. Inspection of the needle mechanism components found no damages or defects that would result in irritation at the infusion site. The cause of the reported irritation could not be determined. Due to the observed corrosion, a leak test was conducted. A leak was observed on the reservoir fill port, it was determined that this leak diverted fluid from the intended fluid path resulting in the observed corrosion.